Event description:
It was reported that the front panel was broken. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.